Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the failure mode was confirmed. The clinical/medical investigation concluded that based on the limited information provided the root cause of the reported impactor could not be determined. The procedure was completed using a s+n back-up device. Surgery was less than or equal to 30mins delayed. Patient was not harmed. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported incident could be corroborated as it may have occurred due to its extensive use. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, an orthomatch tib-insert implant impactor broke off inside the patient. Broken pieces were removed from the patient with tweezers. The procedure was completed using a s+n back-up device. Surgery was less than or equal to 30mins delayed. Patient was not harmed.

Manufacturer narrative:
Internal reference number: case-(B)(4).